Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the set) alarm. The caregiver (cg) left the unused final line clamp open. The technical service representative (tsr) explained the alarm and had the cg cycle power two times to clear. The tsr explained that the cg would need to start over with new supplies and advised the cg to call the nurse within the next 24 hours to let her know what happen. The tsr made sure to tell the cg to keep all the clamps on the unused bag lines closed during therapy. The cg understood the explanation, cleared the alarm and would start over with new supplies and would call the nurse. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The caregiver (cg) left the unused final line clamp open. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error open clamp.